Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during follow up, high threshold was observed. Externalized conductors were noted between the rv and svc coils via diagnostic imaging. Lead was explanted and replaced. Patient condition is good.